Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the other issues reported in event description was reported in another file? There are no other files as the customer did not report a pi for those occurrences. Could you please provide the lot number? 8720 lot xj8720 p30. 8557 lot xj8557 p30. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow-up information was received that stated: ¿could you please provide the lot number? 8720 lot xj8720 p30. 8557 lot xj8557 p30.¿ lot numbers xj8720 and xj8557 are not valid and appear to be the product codes restated. Note: events reported in medwatch reports 2210968-2020-04902 and 2210968-2020-04903. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke at different spots along the suture. The surgery was delayed for an unknown amount of time. Another like device was used. The procedure was completed successfully with no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2020. Additional information was requested and the following was obtained: could you please provide the lot number? Pmh932. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/7/2020. A manufacturing record evaluation was performed for the finished device batch pmh932, 8720h56 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.